Event description:
Reportedly, there were no responses from the patient since initial stimulation of the device. The audiologist considered this lack of response due to patient's down syndrome. The patient's parents sought advice from another center. The surgeon discovered that the electrode was not inserted properly at the time of initial surgery, the electrode was crumpled in the basal turn of the cochlea. The device was explanted in 2002. The patient was reimplanted with another clarion device.